Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fibers and damaged dynamic sealing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to lots of dents in outer tube and it is hard to see through. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor visibility. The event occurred during reprocessing. There were no reports of patient involvement.